Event description:
Event description guidant received information that the patient was injured during a lead implant procedure. The doctor tried two active fixation leads and could not obtain a stable position. The patient became hypotensive during the procedure. An echocardiogram was done and it was determined that the patient had an effusion. This was subsequently tapped and drained. The patient was intubated during the procedure and was stable at the end of the tapping.